Manufacturer narrative:
X-rays were received and will be evaluated. A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
Revised a gmrs proximal femur with mdm/tritanium revision shell due to a disassociated 28mm head from and mdm insert.

Manufacturer narrative:
An event regarding disassociation involving an adm liner was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: cup malposition in low inclination contributed to an overload condition in the bearing which caused subluxation of the mdm system already in 2013 with full intraprosthetic. Dislocation in 2015 requiring revision surgery. Conclusions: a review of the provided information by a clinical consultant concluded that "cup malposition in low inclination contributed to an overload condition in the bearing which caused subluxation of the mdm system already in 2013 with full intraprosthetic dislocation in 2015 requiring revision surgery." If further information and/or device become available or the product is returned, this investigation will be re-opened.

Event description:
Revised a gmrs proximal femur with mdm/tritanium revision shell due to a disassociated 28mm head from and mdm insert.